Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment of an "overheat" message however the power supply was replaced. It was additionally noted that the printer was unable to print reports and that a message generated that the disk space to print reports was full. The hard drive was reconfigured and the software reloaded and the programmer passed its final functional and system tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer displayed a "power supply overheat" warning message. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.